Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg turned off. However the output connector assembly and hanger assembly were noted to be broken. The keypad was found to be scratched, display wire noted to be pinched (wire insulation not compromised) and one case screw was found to be contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that whilst preparing the external pulse generator (epg) for use in the operating room, selections were made and locked when a few minutes later the user observed that the epg had turned off. The user noted that the battery life of the epg was fine. The user turned the epg back on however declined to use it. The epg was received into service. There was no patient involvement.